Event description:
It was reported that premature battery depletion was noted. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. With another battery attached, the device tested normally on the bench and using automated test equipment. No high current drain sources were observed. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found that caused the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.